Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room due after receiving therapy for vt. An alert for low, out of range, high voltage lead impedance was observed. The lead was capped and replaced.